Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised; however, the reason for the revision is unknown.

Manufacturer narrative:
Review of the implantation operative notes confirms that the patient underwent cementless left total hip arthroplasty. The trial components gave good stability and range of motion. The trials were removed and final components were implanted. Review of the revision operative notes confirms that the patient underwent revision left total hip arthroplasty. It was noted that there was evidence of adverse tissue reaction posterior to the femur. The femoral head was removed. It was also noted that the inspection of the taper on the femoral component revealed smudged appearance of metal over the taper with a ring of metal debris in a proteinaceous arrangement around the base of the taper. The morse taper was meticulously cleaned with alcohol gauze, as well as irrigated and dried. Product compatibility was reviewed with no issues noted. Product history search revealed no additional complaints against the related part and lot combinations. Based on the information provided, the patient's pain was most likely due to the tissue reaction to the metal debris. As to what caused the fretting to occur cannot be determined with certainty.